Event description:
A complaint was received from a customer that reported portions of the segments from the display are missing. While on the phone a review of the system was conducted. It was learned that the all of the digits were missing a portion of their segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.